Event description:
Customer reported high blood glucose readings. Customer reported symptoms of vomiting and ketones. Customer's current blood glucose reading is 379 mg/dl and has treated with a manual injection. Troubleshooting was performed and a bent cannula was noted. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.